Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained a result of 420 mg/dl on advantage system compared back to back with a result of 120 mg/dl on the professional system testing was performed within 10 minutes. Reporter stated the customer was taken to the hospital for a urinary infection, but she was not admitted to the hospital, nor was she treated for diabetes. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
During a cataract extraction procedure of a dense cataract, the surgeon reported experiencing a corneal burn in the pt's operative eye. The pt required three unanticipated sutures to close the wound due to wound leakage. In addition, the pt experienced high astigmatism and iris adhesion. The post operative course is prolonged and it is possible the pt may need additional surgery to break the iris adhesion due to the wound leak and the pt's pupil is slightly ovoid. At four weeks post-op exam, the pt's vision is near 20/20 and the astigmatism is diminishing.